Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and it passed. The receiver failed to charge and boot up. An attempt was made to download the data log of the receiver, however it failed. A receiver functional test was attempted but could not be performed. The receiver case was opened for an interior inspection and it passed. During troubleshooting, a defective rx main pcba u5 was found. The complaint was confirmed for receiver overheating during the interior inspection. The root cause was determined to be defective u5 on the main pcba.